Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The oxygen mixer was returned and the customer reported issue was not verified. The mixer was installed on a test unit, adjusted to standard settings; and mixer was adjusted between the 21%, 50%, and 100% to check for abnormal noise. No noise could be heard.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The mixer for the ht70 ventilator was returned to medtronic's failure investigation lab. The reported symptom of mixer noise was not duplicated, therefore, no root cause could be determined.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during patient use the ht70 ventilator generated an abnormal noise when ventilating at 60% fraction of inspired oxygen (fio2) setting. The device continued ventilating/cycling. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The customer stated the oxygen mixer was replaced. Although medtronic-covidien was not authorized to conduct evaluate/repair the device, the customer returned the oxygen mixer. The evaluation and repair of the oxygen mixer has not been completed.

Event description:
The patient was transferred to another device. There was no patient harm/injury reported as a result of this event.